Manufacturer narrative:
No product will be returned per customer, who stated the device has been placed back into service. The root cause of this failure was not identified.

Event description:
The customer reported that a post-op CABG patient arrived in the cvsicu with resuscitation in progress. The modules infusing epinephrine and insulin were alarming for air-in-line (ail) and epinephrine was administered IV push during the alarm state. While addressing the ail alarms, it was "noted via the abg that the bs was 500+" (presumed to refer to blood glucose lab result); they were unable to infuse insulin via the pump because of the ail alarms. A few moments later, it was noted that a 'battery failure' message appeared; reportedly the "entire tier of infusion pumps" became inoperable.

Manufacturer narrative:
.